Event description:
Patient had already experienced a "tachyarrhythmia" incident. After incident the patient was put on an artificial respirator and catecholamine was necessary. The patient had experienced brain damage. Patient was found after 02:00 pm in bed condition with ventricular fibrillation. From 01:52 pm the central station alarmed the first three star alarm. The personnel didn't recognize an audible alarm. Patient was being monitored with telemetry.

Manufacturer narrative:
The customer reported that a patient had a life-threatening arrhythmia that was not detected immediately by staff and that no alarm sounded at the central station. The patient's vfib arrest began at 1:52 pm but was not detected by staff until 2:00 pm. The patient was resuscitated but suffered permanent brain injury. A philips field service engineer (fse), went onsite and determined that the sound card on the information had failed, causing the loss of audible alarm tones at the time of the incident. Further investigation identified that the pic displays face into the nurse's station and the hospital does not staff the nurses station continuously. Client devices showing the same data on the telemetry floor are used in the same fashion with limited viewing of the visual alarm data possible unless a staff member is physically present at the desk. It has been determined that a combination of the failure of the sound card, in conjunction with the customer's use model involving limited ability to view displayed patient data contributed to this incident. Philips labeling instructs users to check all functions of the instrument before commencing monitoring on a patient. Audio card functionality is verifiable each time the instrument is powered on. The audio card was replaced and the device remains in use at the customer site.